Event description:
The angio-seal device was deployed following a catheterization procedure. A groin shot was taken prior to deployment; the nurse noted plaque at the entry site, however the device was deployed anyway. The pt experienced leg pain and the angio-seal device was subsequently removed.